Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode. The area was described as a wound with a blood blister and about the size of a nickel. It was reported that the garment was tight and causing the skin to pinch. The patient's doctor recommended bacitracin for the irritation. During a follow up it was reported that the irritation had healed.